Event description:
The customer reported that system would not complete boot up. There is no report of pt injury.

Manufacturer narrative:
A ge rep evaluated the system and repaired a circuit breaker. The system operates as intended.